Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been off of the needle then the proximal end was pushed back into the channel with the distal point stick up. The t2 is still in the needle. The variable depth straw has been trimmed. A functional evaluation could not be performed since the t1 has been deployed then reinserted to the needle channel. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a cruciate ligament repair surgery, both t1 and t2 implants of the fast fix device could not be deployed. The procedure was successfully completed using a back-up device, a delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).